Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the difficulty charging was determined. Patient noted the likely cause of the issue as being "I have been using the implanted device for approximately 6.5 months. I had trouble with the recharging device making a connection. My husband called and I believe he said they rebooted it. I have charged twice since then and had no problem." The patient indicated that the issue has been resolved. Patient noted that the implant is on their "right buttock a little below the waist (2"). It seems fairly close to the surface. I do not have a lot of fat." Patient noted they have not contacted their doctor who manages the device.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient was having trouble charging the ins. The caller indicated that it would take 2-3 hours to charge and it was taking longer and longer to charge. The caller noted that the recharger would find the implant and then a few seconds later it started beeping again. This had been going on for several months. This morning, the caller saw a message on the handset that it was "no good and to contact the doctor and that something was wrong with the charger". The caller did not know the exact message that was shown. Reviewed to write I down if they saw it again. The caller closed out of all running applications, reset the recharging device, and the caller was able to connect to the implant and charge with excellent connection. After initial reset, the caller was holding the recharger in their hard and the app was reading "good connection". There was no metal nearby. They power cycled the recharger and tried placing it again. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that they used to be able to feel the implant under the skin easily, but not so much now. They also mentioned that it also felt like their pelvic bones. The caller also mentioned that the healthcare provider (hcp) had a hard time finding it. The caller also noted that they were feeling a shocking sensation on their skin when trying to recharge. This started this morning and it comes and goes. Agent recommended using a light fabric between skin and recharger. The caller also noted that they held the recharger in place by using tights and that it works well for them.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that it was unknown if the new recharger resolved the charging issue. They stated previously they were out of the country and had not tried the new charger, they were quite confident that it will.

Event description:
Additional information was received from the patient and manufacturer representative. They reported that the patient rep called back stating continue issue with recharger not staying connected to ins . Two weeks ago before traveling to ca and could not charge ins because of this. Patient states shutting off therapy because of going through airport security. Caller states hating the recharger . Patient states having more incontinence and went back to the doctor to get medicine. Patient states not using the drape and put recharger in tights. During call, the recharger showed a red light, recharger app showing 9766 and 4100. Pss reviewed the recharger needs to connect to the ins . When trying it the recharger would connect for a second and then disconnect. Patient was able to connect to the micro my therapy app and screen showed ins was low at 10%. Patient was able to turn therapy on and states feeling a little electrical impulse , like a shock and has noticed this since about jan 10. Patient wanted to turn therapy off for the night and will wait until receiving a new recharger. Patient was able to turn therapy off. Patient feels like there is something wrong with the recharger due to continual issues. Patient states no falls. Caller states they are planning on going to the bvi in 6 days. Pss ordered recharger from repair and redirected to hcp if the problem persists. Additional information was received from rep, they stated received a text message from the patient's managing hcp regarding the patient experiencing a shocking sensation as they were charging the ins. Agent reviewed that this had already been reported to patient services and a replacement recharger was requested. The rep conferenced the patient on the line, and the patient confirmed they received the replacement recharger on monday. The patient was told that they needed to speak with their managing hcp before they use their new recharger. Agent reviewed that the shocking sensation could have been due to the metal pins on the underside of the previous recharger being directly against the patient's skin, and that using a layer of clothing can help improve comfort while recharging. The patient said they hadn't been told that before, so they will try that. Agent also reviewed that the model wr9220a recharger was designed to eliminate contact with the metal pins on the underside of the recharger. The patient mentioned that there have been instances they could not make it to the toilet in time. Patient mentioned that they drink a lot of water and are very physically active. The patient had already tried different settings but they didn't help. The patient said the ins wasn't worth the hassle, but they don't like being on drugs because they cause dry eye. The patient said their ins was turned off at the time of the call and they were taking a pill that they were very happy with. The rep said they will work with the patient's managing hcp to further address programming, possibly in april when the patient returns from a trip to the caribbean.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.